Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the available device data and noted that the atrial rate was greater than the ventricular rate, suggesting the rhythm was atrial or sinus in origin with possible rapid ventricular response (rvr). Based on this, the six delivered electric shocks were considered potentially inappropriate. Ts reviewed the findings with the clinician and recommended further clinical evaluation as appropriate. No adverse patient effects were reported. This ICD remains in service.